Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon inserted the applier with the clip in the 5mm trocar. He fixed the clip on the cystic duct. When he loosened the handle of the applier, a noise was heard and on the video screen, a piece of metal is visible and separated from the applier. The surgeon realized that the applier had dislocated. The tip of the clamp, which is used to hold the clip, was no longer fixed in the sheath. The trocar and applier was removed in order to remove the applier. The clip is well in place. The piece of metal is recovered. The event caused a delay of approximately 10-15 minutes.